Manufacturer narrative:
This report is for an unk plates: spine-us- trauma/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure and chronic pain and possible allergic reaction. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 1999, a patient underwent a cervical spine discectomy and fusion at the c4-c7 levels and was implanted with an unknown synthes cervical spine titanium plate.  After the procedure, the patient experienced chronic pain, not in the neck but in other parts of the body, for twenty (20) years. The patient recently had a titanium put in the mouth and the pain became worst in other parts of the patient's body.   Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity unknown).   This complaint involves two (2) devices. This report is for one (1) unknown plate. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: patient reported complaint: it was reported that on (B)(6) 1999, a patient underwent a cervical spine discectomy and fusion at the c4-c7 levels and was implanted with an unknown synthes cervical spine titanium plate. After the procedure, the patient experienced chronic pain, not in the neck but in other parts of the body, for twenty (20) years. The patient recently had a titanium put in the mouth and the pain got worse again in other parts of the patient's body. The patient needs to have a blood test and is trying to find out the composition of the titanium plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, without a product or lot number, or plating system name, we cannot conclusively determine the product and materials used in the surgery. Based on the implant date provided of (B)(6) 1999, the cervical spine plates and screws available from synthes would most likely have been commercially pure titanium with no alloying elements. The alloy mentioned as a possible material was not available for the spine plates and screws at that time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.